Event description:
It was reported that this left ventricular (lv) lead was exhibiting a possible loss of capture (loc). The patient was tired and fatigued. Technical services (ts) was consulted for troubleshooting and recommended a threshold test and chest x-ray. No additional adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting a possible loss of capture (loc). The patient was tired and fatigued. Technical services (ts) was consulted for troubleshooting and recommended a threshold test and chest x-ray. No additional adverse patient effects were reported. This lv lead remains in service. Additional information was received that following an x-ray, lv lead dislodgement was confirmed. Subsequently, this patient underwent a lead revision procedure. Other than the surgical procedure, no additional adverse patient effects were reported. This lv lead remains in service.